Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the surgeon observed glistenings. The lens was exchanged for another lens of the same model. No further info is expected.

Manufacturer narrative:
Eval summary: the product was not returned for investigation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The intraocular lens (iol) with 21.5 diopter was replaced with an iol 22.5 diopter. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was not received. (B)(4).